Event description:
It was reported that the unit displayed an e-1 error message.

Manufacturer narrative:
The product was returned for investigation. The reported failure of an e-1 error could not be confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display activated, the correct software loaded, and standby mode became active. The bulb ignited as specified. An e-3 error occurred and was intermittent. The power-up sequence was repeated several times. The product failed after each cycle. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling. All tests were successful. Measurements were taken on lumen output and bulb voltage. The measurement for lumen output was within specifications. The measurement for bulb voltage was over the upper specification limit. The bulb in the product was replaced with a known good test bulb and the power-up sequence was repeated. No e-3 error occurred. The e-3 error originally noted was caused by a defective bulb. In sum, the customer complaint of an e-1 error could not be confirmed. The failure mode will be monitored for future reoccurrence.